Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl due to incorrectly programming pump correction factor settings. Low bg was addressed by consuming carbohydrates. During troubleshooting with tandem technical support, settings were corrected and insulin delivery was successfully resumed.